Manufacturer narrative:
A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unit was received with minor scratched display window, cracked belt clip slot, cracked battery tube threads, missing endcap sticker, missing reservoir tube o-ring, and missing address/serial number label.

Event description:
The customer reported via phone call that where the reservoir is inserted in the insulin pump, was chipped. The reservoir did not lock inside the insulin pump. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.